Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver case was opened for an internal visual inspection, and failed. A defective battery with cracked controller chip was observed. The battery was removed from the receiver and replaced with a good known battery and it was turned on. The global receiver communication tool testing was performed with the good known battery. The receiver log was downloaded and reviewed. During the log review, rttloss followed by set time screen was observed. The receiver functional test was performed and it passed all the relevant testing. The overnight charging and discharge test was performed with a good known battery and it passed. A defective battery component was found. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be a defective receiver battery.